Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an ICD implantation attempt, the physician screwed the pacing/sensing block with the screwdriver included in the package, but it seemed "idling" and the lead did not seem connected. After several attempts, the lead seemed to be properly tightened, but it never triggered the clutch of the screwdriver. The same result was obtained with another screwdriver. Therefore, the physician decided to replace the device, which solved the reported issue. The subject device will be returned for analysis.